Manufacturer narrative:
This product consists of 4 set screws of catalog# 5540030, 510k# k113174 and UDI (B)(4). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, post-op, lower back pain occurred and left iliac set screw was found to be backed out.so patient underwent a revision surgery on (B)(6) 2017 in which left iliac set screw was replaced and anterior fusion at l5/s was added.